Manufacturer narrative:
Findings: unit function properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 323 mg/dl. The customer was to disconnect tubing and reservoir, the reconnect tubing and reservoir. The customer was advised to verify connection is secure. The customer was advised to replaced plunger and manually push plunger and see if insulin exit the tubing. The customer stated the insulin exit. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated the pump alarm no delivery at 2 units. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.